Event description:
New information received notes that several episodes of non-sustained rv oversensing due to brief episodes of ventricular lead noise. The physician elected to continue monitoring the patient. The patient was asymptomatic.

Event description:
New information received notes that rv lead noise oversensing was observed. Lead externalization was confirmed via fluoroscopy. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Event description:
New information received notes that rv lead noise oversensing inhibited pacing. Lead replacement was discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a routine generator change, a chest x-ray was performed. Externalized conductors were observed on the right ventricular lead proximal to the rv coil. The lead was functioning normally and could successfully defibrillate the patient. No noise was reported. No resolution was performed. The patient was stable.

Event description:
New information received indicated that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited non-sustained right ventricular oversensing episodes due to noise. It was suspected the noise was a result of the externalized conductors. No device intervention was performed. The patient was asymptomatic and will continue to be monitored.